Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the quality control was not what it used to be, when they punched the holes in them, they did not take the part out that they punched. The patient stated that the size varied and some of them they could not even pee out of. Per additional information received via liberator on 15apr2022, it was stated that the intermittent catheters were measured 3mm and it was not 4mm.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "improper/inadequate maintenance". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the quality control was not what it used to be, when they punched the holes in them, they did not take the part out that they punched . The patient stated that the size varied and some of them they could not even pee out of . Per additional information received via liberator on 15apr2022, it was stated that the intermittent catheters were measured 3mm and it was not 4mm.